Event description:
It was reported that the user's dexcom g7 continuous glucose monitoring (cgm) stopped showing readings, the patient replaced the sensor, briefly saw readings, and then readings ceased; review of the pump screen showed a white circle with black dot icon and the cgm selection set to freestyle libre 3 plus, after which the patient was instructed to switch the cgm setting back to dexcom g7 and to start up the new sensor. No adverse clinical symptoms reported. Outcomes included no alerts or alarms and no medical intervention or hospitalization. User support included customer education and troubleshooting on correct cgm type selection and pairing workflow. Investigation of this case revealed incorrect or absent pairing related to selection of the wrong cgm type, with resolution after reconfiguration to dexcom g7 and sensor start. It was concluded, based on previously established findings for similar reports, that user setup error was the probable cause.